Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery charger / (B)(4) / model #: 1600us / expiration date: 2018-05-31 UDI #: (B)(4), return date: 2018-08-03 mfg date: 2017-05-31 (B)(4). The battery ((B)(4)) and battery charger ((B)(4)) were returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery charger met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported "battery not charging" event was confirmed. Failure analysis of the returned battery charger revealed that the unit passed visual inspection and functional testing. The reported inability of the battery charger to charge a battery could not be confirmed during testing. Supplemental testing revealed that the battery charger was assembled with incorrect inductors. The incorrect inductors might over charge a battery, causing the battery to flash red on the battery charger due to an eight (8) hour charge time-out. The patient may have perceived the flashing red as the battery charger not charging a battery. Based on the available information, a possible root cause of reported battery not charging and flashing red event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported battery charger "not charging" event can be attributed to improper assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) battery was returned to the manufacturer because it was unable to charge, and would have a red b linking light. The vad battery charger was returned to the manufacturer because it would not charge the battery. The devices subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.